Manufacturer narrative:
Additional information: e1 (facility name, street 1, city, region, postal code, g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, hernia recurrence, abdominal pain, mesh laxity, and distention. Post-operative patient treatment included revision surgery, hernia repair with mesh, diagnostic laparoscopy, lysis of adhesions, open ventral hernia repair with primary closure of existing parietex mesh, removal of helical tacks, placement of tissil.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, a 6th relapse of the ventral incisional hernia, r ight-upper-quadrant abdominal pain. Post-operative patient treatment included recurrent hernia revision. During the revision it was noted that the prior parietex mesh appeared to be intact but weak because the patient developed a hernia even though there was no defect on the mesh. The patient experienced another recurrence of the hernia occurred within eight months, and revision was required with placement of new permacol mesh. The second revision noted that the previous parietex mesh was intact but had laxity, and the presence of adhesions. Approximately four years later, the patient experienced another recurrence of the incisional hernia. Treatment included diagnostic laparoscopy, lysis of adhesions, open ventral hernia repair with primary closure of existing parietex mesh, removal of multiple helical tacks, and placement of tissil. The procedure noted extensive adhesions, adhesed small bowel to existing mesh, and that the parietex mesh was intact along the site of the incisional hernia.

Manufacturer narrative:
Additional information: b5, b7, d4, g1 (manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced obstruction, adhesions, hernia recurrence, abdominal pain, mesh laxity, and distention. Post-operative patient treatment included revision surgery, hernia repair with mesh, diagnostic laparoscopy, lysis of adhesions, open ventral hernia repair with primary closure of existing parietex mesh, removal of helical tacks, CT-scan, medication, placement of tissil. Relevant tests/laboratory data, including dates (b7): on (B)(6) 2009: abdominal CT showed right abdominal wall incisional hernia repair, distended small bowel loop within the abdomen underlying repair mesh. New finding on (B)(6) 2010: abdominal CT for increased hernia size and significant pain showed chronic right anterior abdominal wall prolapse containing small loops of bowel. Stable since on (B)(6) 2010 CT scan.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, a 6th relapse of the ventral incisional hernia, right-upper-quadrant abdominal pain. Post-operative patient treatment included recurrent hernia revision. During the revision it was noted that the prior parietex mesh appeared to be intact but weak because the patient developed a hernia even though there was no defect on the mesh. The patient experienced another recurrence of the hernia occurred within eight months, and revision was required with placement of new permacol mesh. The second revision noted that the previous parietex mesh was intact but had laxity, and the presence of adhesions. Approximately four years later, the patient experienced another recurrence of the incisional hernia. Treatment included diagnostic laparoscopy, lysis of adhesions, open ventral hernia repair with primary closure of existing parietex mesh, removal of multiple helical tacks, and placement of tissil. The procedure noted extensive adhesions, adhesed small bowel to existing mesh, and that the parietex mesh was intact along the site of the incisional hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included revision surgery.